Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that the ICD could not be interrogated during a follow-up on (B)(6) 2015. During the subsequent revision, the ICD was exchanged. An insulation defect could be seen on the lead. However, since it was very grown in, it was capped and remained inside the patient. The ICD was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.